Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, his vision is 0.50, but colors have a "slight grey shade." He was told by the ophthalmologist that this is because of the retinal detachment. The consumer also reported that after implantation, he can see six lines of the snellen chart, but the sixth one with difficulties. He also indicated noticing a very slight double/triple effect, but that it is practically unnoticeable. The consumer was given a prescription for reading glasses. In a f/u, the surgeon reported there were no medical or surgical intervention performed to treat the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).